Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim: I went to chairside to discharge pt and noticed a puddle of clear liquid in floor below the hanging IV tubing. Pt noticed this puddle as well and asked me if it was his medicine? I told him to let me assess the situation and I would determine what the liquid was. I followed the tubing down the line and noticed the infliximab line was connected to a y-site of another tubing. The infliximab had the texium device attached but there was no male luer lock connected to the y site of the other tubing. It appeared the infliximab was leaking at the texium device/y-site connected. I estimate it may be 10-20cc volume. (B)(6) rn assisted me following protocol for a chemo spill. No fluid discharge had gotten on the pt. Pt asked if he received any of his infusion. I reassured him that he had received a good 3/4 if not more of his infusion. Pt was acceptable. I notified dr (B)(6) via jabber and no new orders given.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.